Manufacturer narrative:
The customer returned a patient sample for investigation. The anti-hbs results were found to be positive and the customer's results were reproduced.

Event description:
The customer alleged they received a questionable antibody to hepatitis b surface antigen (anti-hbs) result for one patient on their e601 analyzer. The patient's initial anti-hbs result was 128 mui/ml and it was reported outside the laboratory. On (B)(6) 2013, the sample was repeated on an abbott analyzer and the result was <8 mui/ml. The patient was not adversely affected by this event. The anti-hbs reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The patient's sample was further investigated using an impact method. It was determined that the sample contained hbsag/a-hbs immunocomplexes. This confirms the presence on a-hbs in a complexed form in the sample. It was found that the a-hbs result was correctly positive.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.